Event description:
It was reported that the user experienced hyperglycemia after eating a meal and forgetting to perform the meal announcement. They then entered the meal approximately one hour after eating, after which blood glucose did not decrease. The event involved user operation of the ilet and related user interface and was categorized as an improper or incorrect procedure or method. Symptoms included polydipsia and hyperglycemia peaking at 308 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.